Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 8mm amplatzer septal occluder was chosen to close an atrial septal defect (asd) using a 7f amplatzer trevisio intravascular delivery system. During procedure, the device's left atrial disc did not enfold correctly and took a cobra-like shape. There was no angulation or kink in the delivery system, and there was no interaction with cardiac structures during deployment. The device was recaptured and replaced by a 6mm amplatzer septal occluder which was successfully implanted, as there was not another device of the same size available at the time. It was reported that the patient was stable and that there were no adverse health consequences. No additional information was provided.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Please note that per the instructions for use, artmt100116885 revision a, the recommended size delivery system for use with a 8 mm amplatzer septal occluder is a 6f.